Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the second needle of two (2) fast-fix 360 devices dislodged from the inserter. T1 was removed using tweezers. The procedure was resumed, after a non-significant delay, using an equivalent s+n back-up. No further complications were reported. The patient's status is good.

Manufacturer narrative:
H2: corrected information in h6 (type of investigation, medical device problem code, component code, investigation findings & conclusions). H3, h6: the reported device was received for evaluation. A visual evaluation showed two devices were returned in original packaging with the batch number of the complaint on the label. Device one, the t1, t2, and suture were returned off the needle. The t1 is fractured at the tip. The suture knot is tightened down. Bio debris is present. Device two the t1, t2, and suture were not returned. The needle assembly is slightly bent. Bio debris is present. A functional evaluation of device one showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device two's actuator will move to the tip of the device but will not cycle. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force a review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an inadvertent impact event that may have occurred during device transportation, rough shipping and handling, or at the customer site, as well as the application of an unintended, inappropriate, or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.